Manufacturer narrative:
Initial implantation details unavailable at the time of this report, this report is submitted on june 22, 2017.

Event description:
Per the clinic, the patient experienced skin issues at implant site, however the issue could not be resolved. Subsequently the device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.